Event description:
The customer reported the hemoglobin parameter was failing during the instrument startup process when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and observed buildup inside the hemoglobin chamber / bath and replaced it. The fse ran the daily check three times, with each passing per specifications; verified reproducibility and the 6c cell controls (quality control samples) were within specifications. The instrument was verified and validated.